Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the hcp was unaware of the patient's weight. It was noted the pump was removed sometime in late (B)(6) of 2017. In (B)(6) the patient stated they wanted to try it again and the physician waited until (B)(6) 2018 to try again. The patient had a history of a infected pacemaker. The pump was discarded and the rep was not made aware of the removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump got infected and was removed with no device manufacturer representative present. The event date was not reported. A whole new system was implanted. No further complications were reported.